Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The device was received with the stent partially deployed from the device. The investigator was unable to reconstrain the stent. The investigator successfully deployed the stent without issue. A microscopic examination found no damage or issues with the deployed stent. A visual and microscopic examination identified no damage to the stent cups or stent holder that could have contributed to the complaint incident. A visual and tactile examination found no damage or issues to the delivery system that could potentially have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that the stent was unable to be re-constrained. Target lesion was located in the iliac vein. A 12x90/8fr 75cm wallstent uni was advanced for treatment. However, it was found that the lesion could not be covered when one third of the stent was deployed. The physician withdrew the device, but the stent could not be fully withdrawn into the delivery system. The physician withdrew the stent from the patient's body but it was observed that it could not be withdrawn during the vitro examination. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that the stent was unable to be re-constrained. Target lesion was located in the iliac vein. A 12x90/8fr 75cm wallstent uni was advanced for treatment. However, it was found that the lesion could not be covered when one third of the stent was deployed. The physician withdrew the device, but the stent could not be fully withdrawn into the delivery system. The physician withdrew the stent from the patient's body but it was observed that it could not be withdrawn during the vitro examination. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.